Manufacturer narrative:
Samples received: 24 units in original sealed envelope. Preliminary analysis: review of stock: the stock was checked and currently do not have units of this code and lot number. Quantity produced / imported: manufactured in total (B)(4) units this code and lot. Background: database of complaints were reviewed and verified that to date there are no reports related to this product code and lot number. Batch record / record lot: the rule for batch manufacturing documentation was reviewed and no deviation or alteration was evident during the process. Results for batch release: tests resistance to voltage at node for batch release, met the requirements of the OEM for this caliber suture. Analysis (s) sample (s): (B)(4) units of the samples received in sealed original packaging, were subjected to a test of resistance to voltage at node and evidence that the data obtained from the received samples meet the requirements for this type suture. Conclusion: this claim is assessed as "not justified", since the results obtained for batch release and analysis of tensile strength in the knot of the samples analyzed comply with the specifications of the OEM requirements for this type suture. Actions: : according to the internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. Chief operating room, gynecologists and anesthesiologists at the hospital, report that the suture busting, when used in hospital procedures. Thread broke during surgery.